Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported coupling and or communication issues. It was noted second physician recharge mode had been initiated. It was noted problems with recharge coupling were primary reason for over discharge. However, pt had been without stimulation for undetermined time. Coupling issue may be due to over discharged for a lengthy duration. It was also reported telemetry issues occurred. An implantable neuro stimulator (ins) over discharge was suspected. It was unsure how many months since last charge, but several months. It was noted being unable to communicate with device, ins recharger, and pt programmer. It was later reported they changed out an ultra battery for a restore prime because the pt said she could not recharge the ultra. They had met with the pt on two separate occasions to help with recharging. Although the battery was palpable, it seemed a little difficult to maintain a full signal. Pt was told to go home and trickle charge battery. The pt kept saying the battery does not work and wanted a non rechargeable. Company rep noted pt had device replaced due to difficulty recharging. Company rep programmed the new battery and the pt got good stimulation. Pt recovered without sequela. Additional information will be provided when it becomes available.